Manufacturer narrative:
D4: expiration date: nov 2026. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technician supervisor. H4: device manufacture date: 22dec2023 - 24dec2023. No sample was returned for investigation. Our retention samples of the same lot were used for investigation. Retention sample check: upon checking each part of the samples (two pieces) including wing, tube, and female connector, no defective properties, which may have contributed to leakage, such as scratch or damage, were observed. In addition, no irregularities that would cause a vessel rupture, such as needle tip deformation, were observed. During our manufacturing process, we have a series of quality inspections, including visual inspection and leakage test, per lot. When we traced back and reviewed the product inspection records of the reported lot, there have been no detective products, such as defective air tightness or damage, recorded. Moreover, no similar report has been reported from other facilities for the reported lot. We were not able to identify the root cause of the reported issue, since no anomalies were observed in the retention samples and our manufacture inspection records. The number of occurrences was multiple. We were not able to obtain the specific number. Two (2) mdrs were logged to cover the multiple occurrences. This is related to the MDR 9681835-2025-00004. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that while drawing blood the kit sucked out too much blood causing the vessel to rupture. It did occur on multiple occasions with the same lot number different techs and different patients. The blood loss was less than 250cc. The reported event did result in patient injury and/or require medical or surgical intervention. Additional information was received on 26feb2025: since the patient was a feline, the blood loss was quite a small amount, roughly was likely 0.5ml and the vein was blown.